Event description:
It was reported that the atrial pacing threshold was elevated. The atrial lead was explanted and replaced with a competitive lead. The patient was in good condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.